Event description:
It has been reported to philips that the system was having problems with the wired footswitch. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed the wired footswitch problem. Upon remote testing rse found that the wired footswitch was not sensitive. To resolve issue rse arranged for replacement of wired footswitch and customer replaced the part on their own. After this reported issue didn¿t reoccur and the system was returned to use in good working order.